Event description:
It was reported that there was fuzz visible in cuff. No patient injury was reported

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Two 6.0mm ID customized fixed hyperflex tracheostomy tubes with adult flanges, swivel connectors and tts cuffs were returned for fuzz/contamination inside the cuff and the cuff not inflating properly. Both device cuffs were inflated using air in according to wi-10-012. Upon visual inspection, no fuzz was present in either cuff or inflation balloon. Both cuffs had teflon spray visible through the cuff. When the device is manufactured, the tts cuff is sprayed internally with a liquid teflon spray (ptfe release agent) to coat the inside of the cuff to prevent the silicone cuff from sticking to the shaft. Teflon spray appears foggy when looking through the clear cuff and allows it to inflate and deflate properly. Both cuffs inflated and deflated accordingly with no difficulties observed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.